Event description:
It was reported that the patient has a history of st elevated myocardial infarction (stemi) and on (B)(6) 2022 a 2.5x12 mm and a 3.0x38 mm xience skypoint stent were implanted. On (B)(6) 2022 the patient was re admitted to the hospital due to tietze syndrome [chest pain] and acute myocardial infarction. Surgery and cardiac "sanpl" were performed. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and myocardial infarction are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient has a history of st elevated myocardial infarction (stemi) and on (B)(6) 2022 a 2.5x12 mm and a 3.0x38 mm xience skypoint stent were implanted. On (B)(6) 2022 the patient was re admitted to the hospital due to tietze syndrome [chest pain] and acute myocardial infarction. Surgery and cardiac "sanpl" were performed. There were no reported adverse patient sequela. Subsequent to the initially filed report, the following information was provided: the patient was discharged from initial procedure on (B)(6) 2022 and discharged again on (B)(6) 2022 after readmission. Measure of cardiac sample and pressure were performed via percutaneous approach. No additional information was provided.